Manufacturer narrative:
According to the customer, the transparent dressing is being used around "pd catheter exit sites" and is causing the skin to become "reddened with areas of skin tears". The customer reported the patients are being advised to stop using the dressing and apply "gentamicin ointment" to the area. The customer reported all of the patients have "recovered or are recovering" once the dressing is no longer used. Sample requested to be returned. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the transparent dressing is being used around "pd catheter exit sites" and is causing the skin to become "reddened with areas of skin tears".